Event description:
It was reported that the patient experienced episodes of hypoglycemia while using the ilet during exercise, with blood glucose values less than 60 mg/dl; the patient declined additional training and provided a written account for reference. Symptoms included hypoglycemia consistent with low blood glucose. Outcomes included transient clinical impact without medical intervention or hospitalization.

Manufacturer narrative:
Investigation included complaint intake review and user education verification. Investigation of this case revealed insufficient information to identify a device malfunction or use error. It was concluded that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.